Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, sudden and unexplained drop in battery voltage and longevity was observed. It was discussed that the battery voltage may continue to drop at an unpredictable rate. Device replacement was recommended. Physician decided to continue to monitor the patient. Device is having more than six years of longevity.